Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. Upon the first and second deployment attempts to the point of no recapture (ponr), the valve dislodged and was subsequently recaptured. Upon the third deployment attempt to the ponr, the implant depth was approximately 4 mm on the non-coronary cusp (ncc) using the cusp overlap view. However, an angiography was performed that revealed under expansion of the valve frame due to calcification. Subsequently, the system was removed from the patient, and a second pre-implant bav was performed using a larger balloon. A new valve, new delivery catheter system (dcs), and new compression loading system (cls) were prepped. Upon the first deployment attempt of the new valve, under expansion of the valve frame was observed and the valve was recaptured. During recapture, an ascending aorta dissection was observed on the inflow side of the transcatheter valve. Subsequently, the physician decided to abort the transcatheter valve implant procedure, and a surgical aortic valve replacement was performed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 18-mar-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that valve dislodgement was a concern pre-operatively due to the patient¿s protruding calcification in the left ventricular outflow tract (lvot) and on the right coronary cusp (rcc) and non-coronary cusp (ncc). The deployment starting point was at the center of the pigtail catheter, and the first valve dislodged aortic. Prior to valve dislodgement, the implant depth on the ncc was 3 millimeter¿s (mm), and the implant depth on the lcc was 4-5 mm. Additionally, a non-medtronic guidewire was used during the procedure. Per the physician, the cause of the aortic dissection was due to the inflow portion of the second valve pushing against the sinus of valsalva (sov). It was further reported that the valve tended to move upward toward the aorta due to severe leaflet calcification, which contributed to the dissection. It was noted that the dissection was ¿minimal¿, so conservative treatment was provided. A surgical aortic valve replacement procedure was planned for a later date.

Event description:
Additional information was received that the deployment starting point for the second valve was at the bottom of the pigtail catheter, and the valve dislodged aortic. Prior to dislodgment of the second valve, the implant depth on the ncc was approximately 5 mm, and the implant depth on the lcc was 3 mm. After valve dislodgement, the implant depth on the lcc and ncc were 0 mm.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.